Manufacturer narrative:
Section h3, device evaluated by mfg has been updated to no. The device was not returned to stryker. The reported issue could not be duplicated or verified. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device power cycled unexpectedly and the charge button would not work. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device power cycled unexpectedly and the charge button would not work. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.